Manufacturer narrative:
Medwatch set to FDA on 26/sep/07. The documentary research in the batch file shows that no element could explain this reaction; all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications.

Event description:
Five months after treatment with juvederm 30hv, the patient observed swelling at the treatment sites. The patient presented to the ER and was treated with intravenous steroids, benadryl and zantac. Additional treatment prescribed oral prednisone, benadryl and zantac. The patient has since been seen by the initial injector who treated the treatment sites with injectable vitrase to dissolve the remaining juvederm.